Manufacturer narrative:
Schneider, a. M., moore, j. M., adeeb, n., gupta, r., griessenauer, c. J., winkler, p. A., . . . Thomas, a. J. (2018). Self-reported headaches in patients with unruptured intracranial aneurysms treated with the pipeline embolization device. World neurosurgery. Doi :10.1016/j.wneu.2018.02.034 the pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient complications after pipeline implantation. The purpose of this article was to analyze patients' perceptions of headaches prior to and following pipeline flow diversion treatment of unruptured, intracranial aneurysms. The authors retrospectively identified 133 patients who underwent treatment with pipeline; 60 of the patients responded to the authors' questionnaire regarding headache. Of the 60 patients, the median age was 61 years and male-to-female ratio was 1:4.5. Of the 60 patients surveyed, the following responses were received: - 1 patient reported a thromboembolic complication - 3 patients reported hemorrhagic complications